Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Manufacturer narrative:
(B)(4). There was no indication that the lead will be returned for analysis. Attempts to have the lead returned was made. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged, as per additional information that was received from the field representative. The dislodgement was said to have been caused by another surgical procedure that the patient had. The field representative have no further information with regards to that particular procedure which caused the lead to be tucked, causing the lead dislodgement. The lead was successfully explanted and a new lv lead was implanted. No additional adverse patient effects were reported.